Manufacturer narrative:
The event unit was returned to applied medical for evaluation, with a clear fragment. Visual inspection confirmed the complainant¿s experience of a cannula tip fracture. The clear fragment was identified to be part of the cannula tip. Based on the condition of the returned unit, it is likely that the cannula tip fractured due to instrumentation coming into contact with the tip and/or excess force was exerted on the tip during the procedure. It is also possible that the cannula tip material was more susceptible to fracture. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: cholecystectomy. Event description: report from the sales rep. The cannula was broken during the procedure. The case was completed with the new one. The operator is said to be a young doctor. Initial investigation report: the event unit was returned to us and visually inspected. The tip of the cannula was found to be broken. The returned fragment is similar to the missing section on the cannula in shape. The unit will be returned to amr for further evaluation. Type of intervention: the case was completed with the new one. Patient status: no patient injury.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: cholecystectomy. Event description: report from the sales rep. The cannula was broken during the procedure. The case was completed with the new one. The operator is said to be a young doctor. Initial investigation report: the event unit was returned to us and visually inspected. The tip of the cannula was found to be broken. The returned fragment is similar to the missing section on the cannula in shape. The unit will be returned to amr for further evaluation. Type of intervention: the case was completed with the new one. Patient status: no patient injury.